Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/25/2015. The fse found the customer had replaced the waste pump filter and tubing o repair the leak. The fse replaced the wbc bath and the hgb lamp, which repaired the failing backgrounds. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter act diff analyzer when running startup. The instrument was failing platelet (plt) and hemoglobin (hgb) bkgrounds during startup. The volume of the leak was about 3 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.